Event description:
Report received from abbott international affiliate (abbott united kingdom) of unrequested bolus dose deliveries. The report states: "pump was set for 1ml/hour background dose + 1ml bolus with 5 minute lockout. On leaving surgery, 2ml had been delivered. One hour later 9ml had been delivered, and two hours later 17ml had been delivered, although the patient reported having made no requests. Staff confirmed observing unrequested deliveries. (44 demands had been registered.) No harm to patient occurred. "The abbott affiliate was queried for additional information. It was reported that the medication being delivered was morphine 1mg/ml. No further information has been received.